Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that loose needle hub occurred with a bd preset¿ eclipse¿. The following information was provided by the initial reporter, "during use, the needle hub loosen cause to fall off and the needle pricked the skin of the patient and the medical staff. They sterilized it and replaced it." No medical intervention was reported.

Event description:
It was reported that loose needle hub occurred with a bd preset¿ eclipse¿. The following information was provided by the initial reporter. "During use, the needle hub loosen cause to fall off and the needle pricked the skin of the patient and the medical staff. They sterilized it and replaced it." No medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.